Manufacturer narrative:
A manufacturing record review was completed and zero nonconformances were found. The returned product evaluation confirmed that a small piece of the distal tip was separated. The damage found on the returned unit was consistent with over torquing against resistance.

Event description:
Physician was using turnpike to assist in wiring the obtuse marginal vessel. While attempting this multiple times the tip of the turnpike lp broke off inside the vessel. Physician attempted to wire the vessel after this happened so as to retrieve the tip, but w/o success. He was quoted by the staff as saying "he didn't need to retrieve the tip because the vessel was shut down and it wouldn't migrate any further". The patient was alert and oriented after departing the cath lab and no issues since. No patient impact or injury was reported.